Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the surgeon fired the er320 instrument, he felt the clips were not closing fully. He also mentioned that the clips, when advancing, would either advance too far past the jaws, or fall out of the jaws of the instrument. Another instrument was used to complete the case. There was no consequence to the patient.